Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l. The customer was treated with manual bolus of insulin. Customer experienced nausea. Troubleshooting was done for high blood glucose and under delivery. Sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was unknown. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was unknown. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.